Event description:
Pt had inserton of greenfield ivc filter 2001. Filter was placed with hooks below the accessory renal vein. A central line inserted 4 days later. Migration of the greenfield filter to the right ventricle was noted on cxr checking central line placement. Filter removed 7 days later & placement of birds nest filter in infrarenal inferior vena cava. It is thought that the j-wire somehow hooked onto the filter & caused the filter to dislodge.